Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected, with a variance greater than 30 units. There was no adverse impact to the customer's blood glucose level. The caller, assisted by customer technical support, reloaded the same cartridge and planned to monitor the situation, declining further suggestions for immediate resolution.